Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system 16 shown anesthesia location as station 17 in server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer's name was displaying as hhoranex17. A technical support specialist (tss) dialed into hhoranex16 and corrected the drawer's name from hhoranex17 to hhoranex16. The tss checked in the server inventory manager and confirmed that the drawer's name appeared correctly. The system functioned as intended after the technical support specialist troubleshot the device.